Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Manufacturer narrative:
Received one single dpt kit for evaluation. Examination revealed that the dpt zeroed and sensed pressure accurately on the pressure monitor. The electrical testing showed that the dpt electronic components were intact because both input impedance and output impedance were within specifications. The zero-offset also met specifications. No leakage or occlusion was noticed from the dpt kit during pressure test. The kit was primed and flushed without any indication of flow restriction or occlusion. No visible defect was observed returned kit.

Event description:
It was reported that inaccurate waveform was observed and does not draw less than 24 hours post insertion. It was also indicated that possible inaccurate values were also observed. There was no patient complications reported.